Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of lens did not come out properly. Additional information has been requested and received stating when injecting in the eye, lens did not go in, lens stuck in the plunger, unspecified spare lens was used with no patient harm.